Manufacturer narrative:
A field service engineer (fse) went on-site and performed service on the instrument. Fse replaced the t valve and the vacuum valve for one reagent probe but instrument continued to leak. Fse replaced the bubble generator and primed instrument 20 times. No further leak was observed.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting fluid leak under reagent probes of the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported and no erroneous results were generated.